Manufacturer narrative:
Product event summary: visual inspection was carried out; a foreign material was observed at multiple location in the pfa catheter sterile packaging. The catheter pscc100 of lot number 0012726945 pouch sterile package was still sealed when received. Mechanical verification of steering and slide mechanisms were conducted. The slide control function operated as expected without any issues. The shape of the capture device was unremarkable with no atypical features. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Catheter identification and ablation was conducted. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. In conclusion, the catheter failed the return product inspection due to a foreign material observed at multiple location in the catheter sterile packaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a little black substance was observed inside the sterile packaging. The catheter was not opened, and a separate catheter was used for the procedure. The case was completed. No patient complications have been reported as a result of this event.